Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing and noise. Lead damage on both leads was suspected. Oversensing was also noted on the atrial channel. Evaluated the lead with provocative testing, reproduce noise and check pli measurements, along with a chest x-ray was suggested. The physician decided not to perform fluoroscopy. The noise was not reproducible and impedance was stable. The physician suspected low atrial sensing and crosstalk on the atrial channel. Programming changes were made.